Event description:
A user facility returned the olympus device duodenovideoscope to the olympus service center, for an annual inspection. Upon inspection and testing of the returned device, foreign material was observed on the forceps elevator and distal end, which had been attributed to insufficient cleaning. There was no patient involvement reported. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of an annual inspection. Foreign material was found at the forceps elevator and distal end. Additionally, the evaluation revealed the following findings: due to damage on the knob wire, forceps raising angle did not meet the standard value; due to the wear of angle wire, bending angle in down/right direction and the right/left knob was out of the standard value; the light guide lens had a chip; the forceps raiser was not properly moving up or down; the adhesive on the bending section cover was detached; the connecting tube had discoloration; the nozzle was deformed; and the grip control unit and universal cord had scratches. It wasalso recommended that additional parts be replaced due to normal wear and tear. Additional information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material on the forceps elevator and distal end. However, the customer returned the device without reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.